Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump may not be functioning properly. Blood glucose level at the time of the call was 38 mg/dl. Blood glucose level prior to the call was 34 mg/dl, which was treated with juice. The caller stated that the customer may have overbolused, which led to the low blood glucose level. Troubleshooting was not completed and the insulin pump was not replaced or returned for analysis.